Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self- test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm noted. The insulin pump had cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of repeated unexpected restart alarms. The customer's blood glucose is normal, did not require medical treatment. The insulin pump was returned for analysis.